Manufacturer narrative:
Patient height: 177cm. A getinge field service engineer (fse) was dispatched to evaluate this unit. Problem not verified. Replaced system fan as a precaution and compressor was due for replacement. Pm completed including all functional and safety tests per manufacturer specifications. Returned unit to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a high temperature fault went into stand-by and then unit was swapped out. There was no patient harm reported.